Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. The patient presented insufficient bone quality/quantity (bone type iii).

Event description:
The clinician reported that almost 7 months after the dental implant was placed in ada site 12 in the mouth, it lost integration in type iii bone. Clinician reports mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 7 months after the dental implant was placed in ada site 12 in the mouth, it lost integration in type iii bone. Clinician reports mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.